Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to dislodgement which caused no capture. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.